Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16x2.50mm promus premier¿ stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noticed that the stent struts were lifted from the stent delivery system balloon. The procedure was completed using another promus premier¿ stent. No patient complications were reported.